Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user punctured the inguinal region and attempted to advance the sheath. However, due to this being a dialysis patient, the calcification of vessels was severe and the sheath could not be advanced. A different sheath product was used to complete the procedure. It was reported when the user touched the sheath after the procedure, the user felt it was softer than usual. There was no patient harm. The patient's condition is reported as fine.

Event description:
It was reported that the user punctured the inguinal region and attempted to advance the sheath. However, due to this being a dialysis patient, the calcification of vessels was severe and the sheath could not be advanced. A different sheath product was used to complete the procedure. It was reported when the user touched the sheath after the procedure, the user felt it was softer than usual. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a sheath ext assy. Visual analysis did not reveal any obvious defects or anomalies; however, a full visual/functional analysis cannot be performed without the sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage". The root cause cannot be determined based on the information provided and without the sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.